Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additionalinformation from the manufacture representative (rep) on (B)(6) reported there were no actions or interventions taken to resolve the patient charging too often. The rep stated the charging too often issue had not been resolved. The patient noted the cause of the patient charging too often was not determined. The rep stated the information had been confirmed with the healthcare professional (hcp). There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurosti mulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported patientis charging too often. Recharge calculation. 1 2=3-4= 4.7v 450pw 60hz 773ohms 2 7=8=9- 6.0v 450pw 60hz 606 ohms calculation shows about 4 days from full to empty. Patient reports he is getting 3 days from full to empty. Patient will discuss getting a new ins with health care professional (hcp). No patient symptoms or complications reported.